Event description:
The customer reported the system will not complete warm up. No pt injury was reported.

Manufacturer narrative:
Customer declined service due to workload, reports system is operational. This MDR is related to ge healthcare complaint.